Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that following shock delivery this implantable cardioverter defibrillator (ICD) had a battery status of elective replacement indicator (eri) and recorded code 1004 and 1007. Code 1004 is indicative of shorted shock while code 1007 is indicative that the capacitor charge time has exceeded the limit. Technical services (ts) recommended emergent replacement of the device and right ventricular (rv) lead and immediate patient monitoring as patient may no longer be protected. New information received indicates that this device was explanted and replaced with a competitor's device. The explanted device is expected to be returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead error (code 1004 had been recorded. Memory also showed multiple charge time exceeded errors (code 1007). The device battery status moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
It was reported that following shock delivery this implantable cardioverter defibrillator (ICD) had a battery status of elective replacement indicator (eri) and recorded code 1004 and 1007. Code 1004 is indicative of shorted shock while code 1007 is indicative that the capacitor charge time has exceeded the limit. Technical services (ts) recommended emergent replacement of the device and right ventricular (rv) lead and immediate patient monitoring as patient may no longer be protected. New information received indicates that this device was explanted and replaced with a competitor's device. The explanted device was returned for evaluation.